Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted to the hospital due to elevated levels of lactate dehydrogenase (ldh) and increased levels of plasma free hemoglobin (pfhgb). Pt reportedly on bivalirudin therapy with no symptoms of heart failure. No other info was provided.